Event description:
Diss quick connect system on scout model vacuum regulator failed to prevent an accidental connection to an amico o2 gas outlet. MFR stated they found a tolerance issue with index pin on the regulator wall connector (chemtronics style). Problem only occurred when used with amico o2 wall outlet.